Manufacturer narrative:
A.1.-a.5. Patient information was not provided. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402) the units has been verified and the error are on the patient side screen stirring mechanism is affected. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed an errors messages (error 5 and error 7) associated blocked pump and blocke stirrer motor during a procedure. There is no report of any patient injury.

Event description:
See initial report.

Manufacturer narrative:
Complaints database system review showed no other similar issue since unit installation in 2022. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The most probable root cause is a mechanical jamming of the stirring mechanism. In this regard, it cannot be excluded that environmental conditions such as high temperatures, humidity, condensation and water infiltration, with the possible contribution of the disinfection procedure, may have contributed to the failure of the motor over time. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.